Event description:
It was reported that after the patient received therapy, review of the stored episode showed that the stored episode is missing critical components that make episode review difficult on both the programmer screen and when printed out. The device remains implanted, files from the programmer that was used were sent to the manufacturer for review and a recommendation.

Manufacturer narrative:
The stored episode is missing critical components making it very difficult to review. A response from the manufacturer is pending.